Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from this lot number.

Event description:
The patient underwent PICC puncture of the median vein of the left elbow on (B)(6) 2020, and routine postoperative care. At 16:30 on (B)(6) the PICC was changed at the bedside, sterile dressing was replaced after disinfection, and 20ml of normal saline was given. Impulse sealing of the tube, water seepage in the attachment of the catheter joint, report to the head nurse, pull out, the extubation is smooth, no thrombus is seen, the pipeline is intact, press the puncture point under pressure for 20 minutes, the sterile dressing covers the puncture point, the patient did not complain unwell.